Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a routine generator change, externalized conductors were observed via fluoroscopy. High, out-of-range hv lead impedance was also noted. Programming changes were made and the lead remained implanted. The patient is doing well.

Event description:
New information received indicated that during a follow-up, it was found that the device was turned off and programmed back to nominal settings. The device was switch back to the original settings made previously.

Event description:
New information received notes that noise on the rv lead was observed. The noise was not reproducible in clinic. All lead measurements are in range. The doctor will be leaving the lead active and monitoring for now. The patient will be having a procedure soon for another disease, and the complete cardiac system may need to be removed, so the physician is just monitoring for now until a prognosis for the other disease is made.